Manufacturer narrative:
This report is submitted on june 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor sound and performance with the device following a motor vehicle accident. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.